Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for analysis. There have been no other complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a surgeon reported micro bubbles on the lens that were affecting vision. The lens was exchanged. Additional information has been requested.